Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. The patient experienced a ventricular tachycardia episode. Anti-tachycardia pacing was delivered by the implantable cardioverter defibrillator and terminated the rhythm for 1 to 2 seconds. The patient was then in a slower ventricular tachycardia that was under-sensed and the device did not provide high voltage therapy. The rhythm degraded to a fine and undetectable ventricular fibrillation and high voltage therapy was not delivered.